Event description:
While in use during surgery, the delrin head of the mallet broke off. The delrin head was found and the device sequestered. No injuries were sustained by the patient. The user facility was informed that the part number had undergone a design change to allow enhanced immobility upon impact. To accomplish this, the re-design incorporated a metal insert within the threads of the heads to create a more tight grip. Note that the design change was already in process when this event occurred. The user facility was issued two loaner devices to use until the design change process was complete. After new devices were manufactured, replacements will be sent to the customer. A follow up message was left regarding the replacement devices.